Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-18454, 18456. It was reported, the pt lost stimulation. Reprogramming was unable to resolve the issue. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. X-rays were taken and indicated the lead appears to not be completely connected to the extension. The pt is to consult with his physician and surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.